Event description:
It was reported that "before using, doctor check the applier and found the jaw are not even". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). Per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a (B)(4) pc order produced in march of 2018, from lot number 06k1758649. It was found that this order was made from the correct materials and components, and all approved processes were followed. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. All instruments are visually inspected, and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "before using, doctor check the applier and found the jaw are not even". No patient involvement.